Event description:
It was reported that during normal follow-up, externalized conductors were observed by fluoroscopy. The patient was asymptomatic. No electrical anomalies were detected. The patient will be monitored through routine clinical follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.